Manufacturer narrative:
During failure analysis, the reported event of the irrigation not working was not duplicated or confirmed. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that during testing conducted at the user facility the irrigation quit working on the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.